Event description:
Event description patient reported that their livongo blood pressure monitor was reading over 20mmhg higher than a reading done with a sphygmomanometer and stethoscope taken by their doctor. Manufacturer narrative(provided by livongo) initial functional testing was completed on 11/1/2023.the monitor passed all tests except one, the repeatability test. The monitor failed the repeatability test because the test result is above ranges it is too high. The monitor passed the visual inspection, the leak rate test and the calibration check. The blood pressure monitor is not performing as intended.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.